Event description:
It was reported on an user facility medwatch # 1018538 that the (1) pro46 was used during a laparoscopic cholecystectomy procedure. It was reported that the metal piece around the bag broke inside the pt and had to be manually retrieved.